Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas were leaking fluid and gas. No further information was provided with the initial report. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review for each of the trocar component lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. No further anomalies were identified. No additional investigation is required based on device history. A complaint history examination indicates that this is the third complaint received against the reported lot for the reported issue. Fifteen unopened 23 gauge trocar assemblies were received in trays for the report of leaking trocars. Each sample was visually inspected per facility procedure. Approx 11 samples were visually conforming and 4 samples were non-conforming for an open valve condition after removing the valve from the handle. Samples that were visually conforming from open packages were tested for leaking per facility procedure and all exhibited leak rates within specification. The returned samples exhibited non-conforming (open) valves. This complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve manufacturing controls, valve handling during assembly and handling in use. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Corrective actions for the valve open condition during assembly were implemented prior to the manufacturing period of the reported lot. In order to improve performance of the valves an internal investigation was opened and identified further actions to improve valve performance. Additional valve manufacturing controls were put in place in november 2015 after the manufacturing period of this reported lot. An internal investigation has also has been initiated to further investigate an increased trend in leaking trocar valves. Complaints are reviewed and monitored at regular intervals for trends and action effectiveness. (B)(4).